Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock, due to incorrect interpretation of signal from atrial fibrillation. The ICD was explanted in a procedure on (B)(6) 2023. Post-procedure the patient status was stable.